Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the investigation, since lock lever of the connecting tube was broken, the tube could not be connected by the breakage of the lever which could be due to external stress. The user may have applied stress toward wrong direction, which caused the external stress to the connecting tube. The event can be detected/prevented by following the instructions for use which state: abnormality is detectable by performing the following inspection. 9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the connecting tube exhibited breakage. There were no reports of patient involvement.